Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-15080. Reference MFR report: 1627487-2012-15082. It was reported the patient is not receiving adequate stimulation. The patient has been reprogramming multiple times and the issue was not resolved. The patient has requested that her scs system be removed. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.